Event description:
A customer contacted beckman coulter regarding erroneously elevated acu tnl and ckmb results from a single patient that were generated by the access 2 instrument. The initial accu tnl result was 0.75ng/ml. The initial ckmb result was 43.1 ng/m. The accu tnl and ckmb results were reported out of the lab. The customer re-tested the original patient sample for an accu tnl and ckmb. The repeat accu tnl result was 0.05ng/ml. The repeat ckmb result was 1.2ng/ml. A corrected report was issued for both results. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.